Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged during implant, requiring the lead to be re-anchored from its initial position multiple times. The lead was ultimately implanted and remains in use. No patient complications have been reported as a result of this event.